Manufacturer narrative:
Device was used for treatment, not diagnosis. The device has been received and is currently in the evaluation process. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, the wire would not go through the instrument. No harm to the patient as another instrument was available for use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. Additional release to warehouse date: (B)(6) 2011. (B)(6) technology manufactured the cable tensioner, p/n (B)(4), and lot number p099483 the supplier¿s certificates of compliance (dated (B)(6) 2011 for (B)(4) receipts of this lot and (B)(6) 2011 for a (B)(4)) indicate the parts were manufactured to p/n (B)(4) and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheets numbered (B)(4) (dated (B)(6) 2011 for the first (B)(4) receipts of this lot) and inspection sheet (B)(4) (dated (B)(6) 2011 for the (B)(4) receipt). No ncrs were generated for this lot. The first (B)(4) receipts were released to (B)(6) for international distribution on (B)(6) 2011. The (B)(4) receipt was released to (B)(6) for (B)(6) distribution (B)(6) 2011.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The cable tensioner was received with no visible damage. Pioneer surgical manufactured the cable tensioner, p/n 391.201, and lot number p099483 for synthes purchase orders (B)(4). Pioneer stated that ¿visual inspection found the device to be from damage or debris which could negatively affected the performance of the device.¿ pioneer tested the device and found that ¿all test results meet specifications.¿ pioneer¿s DHR review ¿confirmed this product met specification prior to shipping.¿ based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by pioneer surgical and synthes, the complaint condition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.